Event description:
It was reported that the patient fell and her tremor symptoms returned. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reported that when she fell out of bed in 2011 or 2012 it "knocked out" one of the batteries from her implantable neurostimulator (ins). It was further reported the ins died and had to be replaced.

Manufacturer narrative:
(B)(4).